Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a polaris ultra stent was removed during a catheter removal procedure performed in the ureter on (B)(6) 2018. The stent had been previously implanted on (B)(6) 2018. According to the complainant, during the procedure, the physician noticed that the stent was calcified inside the patient. The calcification was broken up through the use of laser, and the stent was removed in its entirety. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be ¿stable¿.

Manufacturer narrative:
A polaris stent was received for analysis. A visual evaluation found residues of calcification along the length of the entire device. No other anomalies or damages were noted. The complaint of stent calcified was confirmed. Based on the available information, the most probable cause of this complaint is "anticipated procedural complication" since the complaint is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a polaris ultra stent was removed during a catheter removal procedure performed in the ureter on (B)(6) 2018. The stent had been previously implanted on (B)(6) 2018. According to the complainant, during the procedure, the physician noticed that the stent was calcified inside the patient. The calcification was broken up through the use of laser, and the stent was removed in its entirety. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be ¿stable¿.